Event description:
It was reported a malfunction was reported. There was no reported adverse impact to the customer's blood glucose level. The technical support team provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappeared.